Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('remainder of essure device') in an adult female patient who had essure (batch no. C55836) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic pain ("pelvic pain"), dysmenorrhoea ("menstrual cramping"), genital haemorrhage ("heavy bleeding") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti,") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the device breakage, pelvic pain, dysmenorrhoea, dyspareunia, genital haemorrhage, vaginal discharge, urinary tract infection and weight increased outcome was unknown. The reporter considered device breakage, dysmenorrhoea, dyspareunia, genital haemorrhage, pelvic pain, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: 4 coils were visualized on each side after essure insertion. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: within the lumen of the shortest segment the remainder of essure device is identified. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information, lab data, removal surgery added. Event: remainder of essure device added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('remainder of essure device') in an adult female patient who had essure (batch no. C55836) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic pain ("pelvic pain"), dysmenorrhoea ("menstrual cramping"), genital haemorrhage ("heavy bleeding") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti,") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the device breakage, pelvic pain, dysmenorrhoea, dyspareunia, genital haemorrhage, vaginal discharge, urinary tract infection and weight increased outcome was unknown. The reporter considered device breakage, dysmenorrhoea, dyspareunia, genital haemorrhage, pelvic pain, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: 4 coils were visualized on each side after essure insertion. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: within the lumen of the shortest segment the remainder of essure device is identified. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage batch no c55836 production date 2014-05-15 expiration date 2017-05-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 9-jul-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.